Event description:
End user developed a stage 4 pressure sore.

Manufacturer narrative:
The dealer stated that at the time the cushion bottomed out, the end user already had the pressure sore from a bad mattress. The end user has been given a different cushion that should avoid further pressure sores. The dealer stated that they would return the cushion to sunrise medical (us) llc for investigation purposes. If/when the cushion is received, a quality assurance investigator will inspect it and a follow up report will be filed.